Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: could you please provide more details for "did not fire completely"? The tissue was partially cut but staples were not deployed. Did the device cut? Yes. If the device cut/fired, was the cut line complete?- no it was not complete. Did the device staple? No. If the device stapled/fired, was the staple line complete?- no, did not staple. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? No. Was the device difficult to fire? Yes. On which firing did this occur? Single firing. Did the tissue retaining pin lock into the correct position?- yes. Could you please provide more details for "were fragments generated? Yes"?. The tissue was partially cut & later hand sewn using suture, after removing the stapler. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection, cdh did not fire completely. The tissue was thick. The surgery was delayed by 30-mintues and the completed successfully by performing hand sewing. There were no patient consequences.